Event description:
User experiencing erratic creatinine results for approximately one month. The following examples were provided units of measure mg/dl: (B)(6) 2007, initial 1.6, repeat 0.8; initial 2.4, repeat 1.0; (B)(6) 2007 initial 1.9, repeat 0.8, initial 2.4 repeat 0.9; (B)(6) 2007 initial 3.2, repeat, 1.9, (B)(6) 2007 initial 2.1, repeat 0.8, initial 1.8, repeat 0.9; (B)(6) 2007 initial 2.4, repeat 3.7; (B)(6) 2007 initial 2.3, repeat 0.9, initial 1.6, repeat 0.9; (B)(6) 2007 initial 2.9, repeat 1.3; (B)(6) 2007 initial 2.1, repeat 0.6; (B)(6) 2007 initial 2.6, repeat 1.0; (B)(6) 2007 initial 2.2, repeat 1.6, initial results were not reported. The field service representative was unable to determine a cause for the discrepancy. Performance check tests were performed and within specification.